Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 1:30pm, the patient reported the alleged issue first occurred. The patient reported using self adjusting insulin (type unknown) to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 1.5 hours after the issue started, she had symptoms of "shaky, sweaty, and heart racing." The patient reported on (B)(6) 2012 at 3:20pm, she had something to eat or drink as treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed the meter's battery needed to be replaced however the patient did not have a new battery available. The cca also noted there was no misuse of the product and this was not the first time the subject meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test his blood sugar due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a defective battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.